Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the erc tubing clamp. The incident occurred in (B)(6). Through follow-up communication with the customer, livanova deutschland learned that the customer swapped the affected part with a spare clamp. Livanova deutschland received the affected part back for further investigation. The investigator could not reproduce the reported issue. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. As the issue could not be reproduced or confirmed, a root cause was not identified.

Event description:
Livanova (B)(4) received a report that a erc tubing clamp would not open or close during maintenance. There was no patient involvement.